Event description:
Customer mentioned that she had a painful, infected site (B)(6) 2015. Customer put off going to the doctor and tried to treat the infection at home. Customer advised she went to the doctor on (B)(6) 2015 because the infection had worsened. Customer was prescribed an antibiotic, cream, and scrub. She ended up being hospitalized from (B)(6) 2015 and had surgery to remove an abscess caused by the infection. (B)(6) 2015 she passed out from the pain of her surgery. Her husband discovered her unconscious and called the paramedics. The paramedics did not administer any treatment, transported her back to the hospital for continued care for her infection. Customer was hospitalized from (B)(6) 2015- (B)(6) 2015. She has had a home health nurse come out to change the dressing on her abscess from (B)(6) 2015- (B)(6) 2015. She confirmed site is healing and infection has cleared. Customer advised she feels much better and that the pain in her site is gone. The infusion set is not available for return.

Manufacturer narrative:
Device not available for return.